Event description:
Customer reported discrepant accu tni (troponin I) results were obtained for one patient sample when using synchron lxi 725 clinical system. The initial result was erroneously high. Upon retesting with another synchron lxi 725 system, the results for two of the samples were lower, but above the normal reference range. The retest results were considered correct. Erroneous test results were not reported out of the laboratory. No reports of death or serious injury, or affect to patient treatment as a result of this event. This event represents event 2 of 3 events reported by this customer.

Manufacturer narrative:
Quality control was within the customer's established ranges prior to the discrepant results. A system check was performed on (B)(4) 2009 and both met specifications. Service was on site (B)(4) 2009. The field service engineer (fse) replaced the pipettor tip and performed alignments. Fse observed splashing from the dispense probes and rebuilt the wash pump. A system check and a 100 repetition precision run met specifications. Root cause was not determined. This reportable event was identified during a retrospective review conducted between january 1, 2008 and october 23, 2010 of complaints for additional reportable events. This MDR represents event 2 of 3 events reported by this customer. The 3 related mdrs that have been reported are: MDR 2122870-2011-03269, MDR 2122870-2011-03270, MDR 2122870-2011-03271.